Manufacturer narrative:
Visual inspection: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot 2162302: (B)(4) items manufactured and released on 20-may-2022. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Root cause: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Event description:
During the competitor revision knee surgery, the 5mm trial offset threaded piece broke out of chassis. The keel came out with threads engaged into small piece that came out of offset trial, and the offset trial and stem were then stuck in tibial canal. The rep tried for 15-20 min to find instrumentation to grab onto offset trial and remove from canal. There was a 20-minute delay, and the surgery was completed successfully.